Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that their remote communicator displayed a red call doctor (rcd) icon. The device was remotely interrogated and the rcd icon found indicated that this right ventricular (rv) lead was recorded to exhibit high out of range shock impedances. The patient was referred to contact their clinic regarding the rcd icon. At this time, this rv lead remains in service. No adverse patient effects were reported.